Manufacturer narrative:
Concomitant medical products: dtba1d1, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. There was a lead warning for oversensing noise, increased sensing integrity counter (sic) and high undefined impedance on the rv lead. There were also sporadic jumps in impedance. Troubleshooting did not resolve the issues. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.